Event description:
Information was received that device has error 5636. No patient involvement.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Investigation unable to download event history log. Visual inspection, power up and functional testing were performed. The customer's reported problem could not be duplicated; however, other error code was detected. Service's replaced the pump main board to correct the issue. The problem source of the reported problem is unknown.